Event description:
It was originally reported ¿the screwdriver tip was not strong enough for the final tightening¿ of a screw. The tip of the screwdriver was ¿damaged at the last tightening of the process¿ as result. There were ¿no¿ health hazards to the patient as a result of the event. Additional information reported at the time of this report that ¿the lead could not be sufficiently fixed.¿ the issue was reported in the context of a stimloc use issue.

Manufacturer narrative:
Concomitant: product ID neu_stimloc_acc, product type accessory. (B)(4).

Manufacturer narrative:
Correction: (B)(4). The remaining information did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Upon further review of this event, the information regarding the lead fixation issue was found to be a separate event. As such, this event has been separately reported and can be found in regulatory report #3007566237-2015-00774. All additional information regarding that event will be filed as part of that report.